Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of the incident was 380 mg/dl. The customer reports symptoms of nausea, vomiting, diarrhea, and confusion. The customer was treated at the hospital with insulin and fluids. The customer did not know if their pump was in auto-mode at the time of the event. The customer indicated that the insulin pump provided a warning to change their infusion set, but he was unable to at the time due to his symptoms. Troubleshooting was completed to check for leaks and did not identify any, the customer declined further troubleshooting. The device will not be returned for analysis.